Manufacturer narrative:
Results: one used sample was returned for evaluation. A visual/microscopic exam was performed, and observed the needle was partially retracted and the needle tip was exposed. The spring was bound in two areas. Functional testing was performed and the needle did not retract. Evaluation displayed bound springs which prevented a retraction. A DHR review could not be performed as a lot # was not provided. Conclusions: the root cause for this incident has been determined to be a manufacturing deficiency. The needle retraction failure described in the incident report was caused by a bound spring introduced during the manufacturing process. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the needle of a 24 g x .75 in. Bd insyte¿ autoguard¿ shielded IV catheter did not retract after use when the safety activation button was pressed. There was no report of injury or medical intervention.